Event description:
Patient presented back to the physician with the stimulation lead body exposed and sticking out of the neck incision. Physician brought the patient into the or and removed the stimulation lead implanted on the right side of the patient. Physician implanted a new stimulation lead on the left side of the patient. This resolved the issue.

Event description:
Patient presented to physician with stimulation lead protruding from the neck incision site. Physician brought the patient in for surgery on (B)(6) 2021, flushed the pocket, re-tunneled the stimulation lead deeper, and sutured the lead in place. This resolved the issue.